Manufacturer narrative:
A ge service rep performed an on site investigation. The cine disk was evaluated, replaced and then reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer stated that the system displayed a cine disk error and the cine was not working. There is no report of death or serious injury associated with the complaint.